Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 400 mg/dl. Customer's blood glucose value was 300 mg/dl. The customer performed troubleshoot for no delivery alarm. The customer reported that insulin pump had no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and debris under window.